Event description:
When the distributor visited the hospital for other reasons, the hospital wished to inquire about a case where a patient was using the nkv-550 and experienced cardiac arrest on (B)(6) 2025. The hospital thought that the cardiac arrest was caused by the full tidal volume not being delivered to the patient and questioned why the relevant alarms failed to sound. The hospital stated that after the patient achieved return of spontaneous circulation, they connected the nkv-550 to a test lung and observed that it was unable to deflate properly, inducing auto-peep. They stated that if the tidal volume was not delivered, a "low tidal volume" alarm should have been triggered, and if auto-peep was present, a "high peep" alarm should have sounded. The distributor observed that the ventilator had accumulated condensation and nebulizer particulate matter within the exhalation valve. The hospital was using the medtronic reusable hepa filter as the expiratory filter and a single heated limb breathing circuit. The patient was scheduled for discharge after being successfully weaned from a tracheostomy. Log analysis of the reported device revealed that it exhibited no malfunction or defect. It concluded that the ventilator alarms and gas delivery functioned as designed. During approximately one hour period prior to the reported cardiac arrest event, the patient should have received at least 368 ml tidal volume each breath for 1,096 breaths out of the total 1,104 breaths. The patient had received sufficient ventilation during this period of time prior to the cardiac arrest event. The logs did not show ¿high baseline pressure / partial occlusion¿ alarm or ¿circuit obstruction¿ alarm. Therefore, even if there was condensation or nebulizer medication particulate in the exhalation valve, as the distributor observed, their impact on peep was minor, so that the actual peep did not rise to a level that would violate either of these two alarms.

Manufacturer narrative:
Log analysis of the reported device revealed that it exhibited no malfunction or defect. Failure investigation concluded that the ventilator alarms and gas delivery functioned as designed.